Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1, check too high, rubella g, on the axsym analyzer. The customer successfully recalibrated with a different calibrator lot number. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.